Event description:
Small metal objets visualized in lung fields. May be related to an earlier incident, when a feeding tube was removed with difficulty and may have lost 2 tungsten weights that were then aspirated. Objects have been visualized on succeeding chest x-rays. There has been some movement of the objects within the lung fields. No gross adverse effects at present.